Event description:
Reporter alleges the pt noticed an increase in warmth and soreness of the breast, systemic complaints, arthralgias, morning stiffness, myalgiasm, burning, pains, numbness, spasms, swelling, lumpiness, fatigue, sleep disturbance, visual problems, chest pain, elevated cholesterol, easy bruising, odor to urine, dry mucous membrane and sensitivity to sun/cold/chemicals.